Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate (low) and downstream occlusion testing during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed, and the reported issues could not be reproduced. Downstream occlusion testing and flow accuracy testing could not be performed due to a 'reload set' error. Evaluation found the downstream sensor reading to be out of specification and the sensor could not be calibrated. A review of the event history log revealed 'upstream occlusion'. Per ncr pr: 2236001/fa 2021-056, if an upstream occlusion in the line is not cleared and the pump resumed, a subsequent alarm may be delayed or may not occur. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. One reported condition was verified. The cause of the condition was determined to be the downstream sensor. The force sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.